Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had received a battery out limit alarm, as well as a check settings alarm. Customer's blood glucose level at the time 272mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No unexpected motor error alarm, check settings alarm, battery out limit alarm, or blank display was noted. The insulin pump passed the self test, displacement test, off no power test, reset error test, rewind, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test. The operating currents were within specification. The motor was tested outside of the device and passed. Multiple lost sensor alarms, weak signal alarms, and sensor error alarms were noted during sensor testing. The electronic stack was disassembled and reassembled and monitored for one day with no reoccuring alarm. The alarms were isolated to the electronic assembly. The insulin pump had cracked battery tube threads, minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and a scratched reservoir tube window.